Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 1 year post implant, the patient was admitted to the heart center due to red heart alarms and a decision was made by the clinic to replace the pump due to suspected pump thrombus. It was also reported that the anticoagulation was decreased during a prior femoral vessel surgery.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.